Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. Pump tested with no display anomaly. Pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted. (B)(4)

Event description:
The spouse reported via phone call that the customer had a keypad anomaly. The spouse stated the screen was jumping from menu to menu without any button presses from the customer. It was also found the insulin pump would power off without any alerts prior. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. Troubleshooting found a battery out limit alarm, no delivery alarm and off no power alarm in the alarm history. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.